Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.8690 inches. No pump error 54 or pump error 3 alarms noted during testing or could be found in the downloaded history files. Device was programmed with a test gst transmitter and a glucose sensor simulator. The device communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Programmed the alert on high alarm to 150 mg/dl and the alert on low to 90 mg/dl. Raised the glucose simulator bg level to 220 mg/dl and the device alarmed the pump alarmed alert on high at 197 mg/dl. Calibrated the sensor at the pump for 80 mg/dl and the pump alarmed alert before low at 164 mg/dl and alert on low at 82. The sensor alert on low and alert on high features are working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.